Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 10/22/96. On 10/25/96, the iab leaked and was removed. Event complications: none from the event-reported 12/3/96. Pt's current status: o.k. Rpt'd 12/3/96.